Manufacturer narrative:
E2 (health professional) = blank. E3 (occupation) = no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had bubbles coming out of the lens body during soaking. The issue occurred during cleaning and disinfection. No patient involvement.

Event description:
The issue occurred during a therapeutic celioscope procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and issue the below corrections: updated fields: d8, h2, h3, h4, h6, h11 corrected fields: a2, a4, a5, a6, b6, b7, d4, d10, h6, h10 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the r-unit (charged coupled device). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.